Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 476 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer was unable to push insulin out during troubleshooting. The customer was advised to replace the infusion set and reservoir. The insulin pump will not be returned for analysis.